Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, the lot number given had no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause was not determined. A review of all batch record documents was performed for h12d29049 and h12e21043 with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Event description:
This is a spontaneous report by a nurse, in the USA, of peritonitis and fatal sepsis in a female patient coincident with dianeal pd4 ambuflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapies intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing until the time of death. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced sepsis. Treatment was not reported. On (B)(6) 2012, the patient died due to sepsis. The cause of death was sepsis. An autopsy was reported to have happened. Further information was provided by a nurse on (B)(6) 2012. Peritonitis was added to this event. In (B)(6) 2012, the pd catheter was removed, dianeal therapies were stopped, and the patient was switched over to hemodialysis. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day. The cause and treatment were unknown. The patient was not retrained on pd therapy. The patient remained in the hospital until the time of death. The nurse confirmed sepsis as the cause of death. The patient died on (B)(6) 2012.